Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the protective sheath from the 3.5x20 mm nc trek rx balloon dilatation catheter (bdc), could not be removed. The nc trek bdc was not used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. A 3.5x15 mm nc trek was used to complete the procedure. No additional information was provided.